Manufacturer narrative:
Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the available radiographs identified that there was superior migration of the humeral articular implant in relation to the glenoid as noted consistent with rotator cuff tear. Marked osteopenia. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tm glenoid component. Unknown humeral stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient went initial left shoulder arthroplasty. Subsequently, the patient was revised to reverse shoulder system due to unknown reasons. X-ray provided shows migration of the humeral head and possible rotator cuff tear. No additional information is available from the event.